Manufacturer narrative:
(B)(4): representative samples were returned and evaluated. Visual and functional examinations revealed that samples met the specified quality requirements.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient, as a primipara, underwent a lateral episiotomy procedure on (B)(6) 2015 and suture was used for continuous suturing the perineum muscle layer. During the procedure, the tear was very extensive and the needle was pulled off from the suture when suturing the vaginal mucous membrane. The needle fell into the patient's pelvic cavity. X-ray was performed and the needle was removed from the vagina. The surgery prolonged almost 2 hours to take out the needle. The patient has a good recovery, but not discharged from the hospital. Additional information has been requested.